Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified mid right coronary artery. A 10mmx2.00mm and a 10mmx2.25mm wolverine coronary cutting balloon were selected for use. During procedure, the 2.25mm balloon was first advanced. Soon after the inflation was started, the balloon ruptured at 2-3atm. It was noted that contrast media leaked out immediately after the pressure was increased. It was noted it seemed that there was already a hole in the balloon when it was advanced to the lesion. Afterwards, the 2.00mm balloon was advanced and dilation was performed; however, the balloon ruptured at 4atm for 6 seconds. It was suspected that the device ruptured due to the prominent calcified lesion. The devices were simply removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient was good post-procedure.